Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 471 mg/dl. Customer had symptoms of high blood glucose; customer had a headache. Customer declined troubleshooting and requested for insulin pump to be replaced.